Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two isolated system shut downs occurred when the field service engineer was not present. Surgeon confirms no force was applied to robot arm and vigilance device was not engaged. No impact on patient, estimated time lost was approximately 10 minutes.

Manufacturer narrative:
The investigation performed on the surgery data log file pointed out that the root cause of both shutdowns is a residual software bug already known.